Event description:
Additional information received reported the patient had been discharged from the hospital. It was later reported by the healthcare provider (hcp) that the patient outcome was "serious injury/illness-recovered with sequelae". The same hcp reported that the event was "unknown" to them, and reported the cause of the event as "the event was not reported to the clinic". Due to the conflicting information, the cause of event and patient status was unclear. The medications in the pump were reported as dilaudid, clonidine, baclofen and bupivacaine, whereas it was previously reported that the pump only contained dilaudid and clonidine. This made it unclear the exact medications in the pump at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated the patient was refilled on (B)(6) 2012 and had not been seen by the clinic since.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) yesterday because she was unconscious. Patient was conscious the date of the report. Health care professional (hcp) requested the pump be interrogated to determine if it was infusing and confirm programing. Additional information has been requested, but was not available as of the date of this report. The drugs being used in the pump were dilaudid (hydromorphone) and clonidine.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type catheter. Product ID 8578, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product typ accessory. (B)(4).